Event description:
Event verbatim [preferred term] severe punctual and painful burn [thermal burn] , . Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced "severe punctual and painful burn" on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged

Event description:
Event verbatim [preferred term] severe punctual and painful burn [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A 42-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare menstrual) via an unspecified route of administration from an unspecified date at 1-2x/month for menstrual pain. The patient medical history was not reported. No concomitant drugs were taken by the patient. The patient previously used thermacare menstrual often without problems 1-2x/month for menstrual pain. On (B)(6)2016 the patient experienced severe punctual and painful burn on the belly (about 1.5-2 cm). The patient was not hospitalized due to the adverse event and did not consult a physician and treated the burn by herself. The lot number was not available any more as the packing was already disposed. Thermacare menstrual was permanently withdrawn due to event. The patient recovered on an unspecified date. Product quality complaints provided the following information: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (01jan2017): new information received from the same contactable consumer includes: age, dosage, indication, action taken, past product, more event detail, treatment, and outcome. The patient was not hospitalized due to the adverse event. No follow-up attempts are possible. An investigation of the device could not be conducted. Follow-up (04feb2020): new information from product quality complaints includes: investigation results. Company clinical evaluation comment based on the information provided, the reported event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time., comment: based on the information provided, the reported event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] severe punctual and painful burn [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare menstrual) via an unspecified route of administration from an unspecified date at 1-2x/month for menstrual pain. The patient medical history was not reported. No concomitant drugs were taken by the patient. The patient previously used thermacare menstrual often without problems 1-2x/month for menstrual pain. On (B)(6) 2016, the patient experienced severe punctual and painful burn on the belly (about 1.5-2 cm). The patient was not hospitalized due to the adverse event and did not consult a physician and treated the burn by herself. The lot number was not available any more as the packing was already disposed. Thermacare menstrual was permanently withdrawn due to event. The patient recovered on an unspecified date. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Follow-up (01jan2017): new information received from the same contactable consumer includes: age, dosage, indication, action taken, past product, more event detail, treatment, and outcome. The patient was not hospitalized due to the adverse event. No follow-up attempts are possible. An investigation of the device could not be conducted. Comment: based on the information provided, the reported event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.